Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a backup alarm failure message. This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient harm was reported. Patient information has been requested.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.